Event description:
The customer reported to beckman coulter (bec) a leak coming from under the right front side of the coulter lh 780 hematology analyzer. The volume of the leak was 125 ml and was not contained within the instrument. The customer also reported that the instrument was getting differential vote out and sheath not full errors. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including a laboratory coat and gloves. No one was splashed, sprayed or injured. There was no biohazard exposure to open wounds or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or effect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) stated that the unit leak(s) had been resolved prior to getting on site by the customer. The customer found the tubing for the lower sheath was disconnected, and they reconnected the tubing that fixed the leak and also corrected the differential vote out and sheath not full errors. Unrelated to the leak, when they were running patient samples, the instrument stopped aspirating. The customer conducted troubleshooting and replaced the solenoid (solenoid 62) that corrected the aspirating problem. Failure mode was related to the disconnected lower sheath tank tubing and faulty solenoid 62. (B)(4).